Event description:
The biomed from a hospital in (B)(6) reported that the iw930 cosycot infant warmer had a cracked warmer head. A service of the infant warmer was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint iw930 cosycot infant warmer was returned to our service center in (B)(4), where it was inspected by a trained fph service engineer. The heater head assembly was then sent to fph (B)(4) where they were visually inspected. Results: visual inspection revealed crazing at the dome portion of the upper head case and plastic chipping was also noted in the middle bottom portion. A long crack was also identified on the upper head case. The subject infant warmer was over 11 years old. Conclusion: it is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint iw930 cosycot infant warmer was fitted with a head replacement kit and was returned to the customer after passing the electrical safety and performance tests.